Event description:
It was reported that resistance was felt when passing the spring wire guide (swg) through the arrow raulerson syringe (ars). The swg was removed in its entirety, but was found unravelled. There were no complications or injury to the pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.